Event description:
Complaint received on (B)(6) 2008. Terminal ill pt's wife pushed voice prosthesis down husband's esophagus. Slp and nurse advised ER care to check bronchus and gi tract for device. It was not located. Pt is stable and will be monitored to address of changes to gastrointestinal status.